Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2018, an hcp called in to request compatibility guidelines for an MRI. The hcp reported the MRI was ordered for "implant infection, low back pain less than 6 weeks, rule out abscess" and also mentioned the patient had a sacral "decubitis" ulcer per hospital notes. Clarification was not requested at this time for relation of symptoms to the device/therapy. The onset date of the "implant infection" and low back pain were unknown.